Event description:
Edwards received notification from our affiliate in (B)(6). As reported through a clinical trial, this was a case of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. While advancing the commander delivery system with the valve through the esheath, considerable friction was felt. Hypotension was observed in the patient and an angiographic check was performed which showed evidence of iliac artery dissection. A covered stent was implanted with good result. The event was resolved.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. Updated b5. The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for resistance between system components difficulty advancing through sheath was unable to be confirmed due to lack of device imagery or returned device. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the complaint description, ''during the advancing the commander with the valve through the esheath, it was felt a considerable friction due to a calcification of the left iliac ostium after an angulation, hypotension was felt in patient it was performed an angiographic check, which showed evidence of iliac artery dissection common ostial.'' Additionally, ''when the system was removed, ds through the esheath, it was found scratched.'' Per the provided imagery, the patient's access vessel had presence of calcification and tortuosity. Per the training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification''. The presence of calcification can provide a challenging pathway for delivery system advancement through the sheath as it can create a constrained condition and prevent the sheath from fully expanding. Tortuosity can lead to non-coaxial alignment and further result in difficulty advancing the delivery system through the sheath. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. A product risk assessment (pra) has been previously initiated to capture the product risk assessment. No corrective or preventative action is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in italy. As reported through a clinical trial, this was a case of a 23mm sapien 3 ultra valve, in the aortic position by transfemoral approach. While advancing the commander with the valve through the esheath, considerable friction was felt due to a calcification of the left iliac artery. Hypotension was observed in the patient and an angiographic check was performed which showed evidence of iliac artery dissection. A covered stent was implanted with a good result. The same commander delivery system was used to then implant the valve. The event was resolved.